Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during patient therapy. The pump was programmed to deliver cytarabine at a rate of 44 milliliters per hour for 24 hours (dose and volume are unknown). The customer stated that the infusion took 160 extra minutes to complete, indicating a 4.86 milliliter per hour difference in rate of infusion. There was no patient injury or medical intervention associated with this event.